Event description:
Healthcare professional noted "valve delaminated from shell". Device has been explanted.

Event description:
Patient reported left side deflation. Manufacturer of the device is unknown. Healthcare professional noted "valve delaminated from shell". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell and others. A visual and microscopic analysis was performed which identified: total delamination on patch, crease sharp broken on posterior and missing shell (50-75%). Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A delamination partial of the valve (adhesive failure). An broken crease sharp on posterior assessed as fold flaw opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted. Manufacturer of the device is unknown.